Event description:
International affiliate reports that during insertion of the leopard cage, the device was broken into pieces. A bigger piece from the product remained between two vertebra as the surgeon decided to leave it in that place as it could provide enough stability. The smaller piece of the cage was taken out and was discarded.

Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Discarded by customer.